Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500mg/dl and that they tried to bolus but insulin pump alarmed no delivery. Customer treated with insulin pump. Customer was assisted with no delivery troubleshooting. Troubleshooting found insulin was able to exit during prime. Cannula/site found to may have been occluded as there was blood on site when infusion set was removed. Insulin pump was found to be working as designed. Customer was advised to change the infusion set system. The insulin pump will not be returned for analysis.